Event description:
The facility representative reported an infuso.r. Pump with a condition of needs new syringe holder. This condition occurred during programming/setup in the anesthesia department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).device evaluation:the reported condition of an infuso.r. Pump that needs new syringe holder and label was confirmed but not reproduced during product evaluation. This condition was due to a damaged syringe holder. The syringe holder assembly which contains the label was replaced to fix the reported condition.